Manufacturer narrative:
The investigation determined that an event occurred in which three different patient samples processed on the engen laboratory automation system had the potential for results to be mis-associated with the incorrect patient. The engen system correctly identified the potential issue by generating a cross check error, as designed. The potential for mis-association of patient sample results to occur is related to a mechanical hardware malfunction. An ocd fe verified the hardware mitigation performed by the customer and the system was returned to expected operation. The root cause was determined to be instrument related.

Event description:
The customer reported an event in which three different patient samples processed on the engen laboratory automation system had the potential for results to be mis-associated with the incorrect patient. Mis-associated patient results may lead to inappropriate physician action. The affected samples were not processed to completion therefore no results were obtained or associated with the incorrect patient. There was no report of patient harm as a result of this event. (B)(4).